Event description:
It was reported that an over infusion was experienced in a low volume infusor. The expected infusion time was 46 hours, however, the actual infusion time was 34 hours. The solution being administered was 61.95 ml of 5-fluorouracil and 33.04 ml of an unknown diluent. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was discarded by the customer. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.